Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the coils have fused with them (fallopian tubes)') in a female patient in her forties who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pfeiffer syndrome and pregnancy (little children). In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual cycle was irregular"), feeling hot ("was feeling hot all the time"), hyperhidrosis ("perspired a lot"), back pain ("low back pain"), fatigue ("felt tired often") and menopause ("menopause (essure was the catalyst)"). The patient was treated with surgery (the fallopian tubes were removed). Essure was removed. At the time of the report, the menstruation irregular, feeling hot, hyperhidrosis, back pain, fatigue and menopause outcome was unknown. The reporter considered back pain, embedded device, fatigue, feeling hot, hyperhidrosis, menopause and menstruation irregular to be related to essure. The reporter commented: that the patient always has a very strong reaction to hormones. She also reported that the adverse events occurred one month after the procedure of essure insertion and it has impacted her life so much for six years. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the coils have fused with them (fallopian tubes)') in a female patient in her forties who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pfeiffer syndrome and pregnancy (little children). In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual cycle was irregular"), feeling hot ("was feeling hot all the time"), hyperhidrosis ("perspired a lot"), back pain ("low back pain"), fatigue ("felt tired often") and menopause ("menopause (essure was the catalyst)"). The patient was treated with surgery (the fallopian tubes were removed). Essure was removed. At the time of the report, the menstruation irregular, feeling hot, hyperhidrosis, back pain, fatigue and menopause outcome was unknown. The reporter considered back pain, embedded device, fatigue, feeling hot, hyperhidrosis, menopause and menstruation irregular to be related to essure. The reporter commented: that the patient always has a very strong reaction to hormones. She also reported that the adverse events occurred one month after the procedure of essure insertion and it has impacted her life so much for six years. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.